Event description:
It was reported that the pt's pump was protruding and moving around in the pocket. In 2008, when the pt barely touched her stomach, she had severe pain. The hcp was aware of the pump protruding and moving . The hcp reported that the pump was functioning well and was providing relief; they planned to replace the pump with a smaller pump. The pump was used to deliver morphine sulfate. There was no injury to the pt.

Manufacturer narrative:
.